Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient underwent a revision of femoral stem which was loose and had subsided. The liner was exchanged and a new revision stem was placed with a new femoral head.